Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The device could not charge and shock. Physio then opened the device and an internal physical inspection was performed. It was observed on the analog pcb assembly diode, designator cr6, had arced and was electrically open. It was also observed that diode, designator cr15, and integrated cirucuit, designator u1, were both shorted. The specific component root cause of the inoperative defibrillation charge could not be conclusively determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device failed the performance inspection procedure test and the service icon is present. There was no patient use associated with the reported event.  Upon evaluating the customer's device, physio-control observed that the device cannot charge and shock.